Event description:
A medtronic rep reported the vertek arm was loose and wouldn't lock. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this issue. RMA issued. Replacement part shipped (B)(4) 2011. Part has not been returned for eval as of the date of this report.